Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation u725 (low capacitor, low charge injector) was internally shorted on the distribution node (dn) pca board. The shorted component caused the failure at incoming testing. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective belt. The last pt to use this electrode belt did not report any deficiencies.